Event description:
It was reported that before using 60 of the bd vacutainer® sst blood collection tubes, bubbles in the separating gel were observed.no health impact or consequences were reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers. The information for each additional lot is as follows: b5. Describe event or problem: it was reported that before using 34 of the bd vacutainer® sst blood collection tubes, bubbles in the separating gel were observed. No health impact or consequences were reported. D4. Medical device lot#: 3179643 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 12-jul-2023. (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using 60 of the bd vacutainer® sst blood collection tubes, bubbles in the separating gel were observed. No health impact or consequences were reported.

Manufacturer narrative:
H.6. Investigation summary: the customer provided bd with samples on a previous complaint record, which were confirmed to have gel air bubbles in batch 3179643. Additionally, two hundred (200) retention samples of each lot from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed in a total of five (5) tubes spanning both lots. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.